Manufacturer narrative:
Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification.

Manufacturer narrative:
The correct catalog number is 14324_97. (B)(4). Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The bi was incubated for 38 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, retains analysis, visual analysis, concomitant device evaluation and system risk analysis (sra). ¿ trending analysis by lot number was reviewed from 09/09/2016 to 01/04/2017 and trending was not exceeded. ¿ an issue with the performance of sterrad® nx is unlikely since the cycle passed and the ci disc changed color appropriately.  Additionally, the subsequent bis were negative for growth.  ¿ the sra review indicates the risk associated with a quality problem which has no impact on safety is considered to be "low." The assignable cause could not verified. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and the lot trending analysis result for suspect positive bi was trending not exceeded.  Additionally, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely since the cycle passed and the customer indicated that subsequent bis were negative for growth. The cyclesure® retains met functional specification when used per IFU. Asp will continue to be track and trend this issue.

Manufacturer narrative:
The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. There was yellow media remaining in the vial, confirming the suspect positive result. There were no punctures on the plastic vial or tyvek® liner which could cause a false positive from external contamination. No manufacturing related anomalies observed.